Event description:
The ventilator began alarming while in use on a patient. The customer reported there was no patient harm. The respironics service technician confirmed the reported problem. The service technician reported that the ventilator had no ac power and was alarming due to its running on backup battery power. The service technician reported finding an open fuse on the poser supply. The service technician replaced the power supply. Performance verification testing and extended self testing (est) was performed and the unit passed all tests per operating specifications.